Event description:
Reporter alleged a discrepant result was obtained between the blood glucose monitoring device and a lab comparison. Reporter stated the device result was 34 mg/dl and a different device result was 78 mg/dl. Reporter stated the lab result was 52 mg/dl performed as a stat test. Reporter indicated controls were used and found to be within an acceptable range. Reporter stated patient was treated with d50 and patient is on a continuous ventilator and dialysis. A request was made for the return of the suspect device and replacement product was sent.